Manufacturer narrative:
H10: the actual sample was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples a puddle of water can be seen on the bottom. The reported condition was verified. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause is likely due to a crack in the housing near the welding zone. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name, last name, facility name, address, city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a u9000 set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.